Event description:
A nurse reported that following the cataract surgery with intraocular lens implant procedure, the patient vision didn¿t improve. The lens was replaced with another lens in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model but one diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.